Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported by the site that the patient underwent multiple lysis treatments after which parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and review of historical data of similar high power events, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was admitted from an outside facility on (B)(6) 2017 due to ventricular assist device (vad) alarms caused by rising pump parameters and suspected pump thrombosis. Log file analysis revealed an increase in pump parameters beginning (B)(6) 2017. High watt alarms triggered on (B)(6) 2017 upon reaching the 6-watt alarm limit. Then, power consumption leveled off at a high level. The acoustic measurement changed compared to the reference measurement. Additional undesirable heart sounds (5th and 6th heart sounds) could be measured. The decision was made to carry out lysis therapy. On (B)(6) 2017, with a repeat slight rise in pump and hemolysis parameters, as well as a 3rd heart sound during acoustic measurement, lysis therapy was carried out again. Despite normalization of the pump parameters, over the course of the next few days there was a rise in hemolysis parameters and a clear indication of a pump thrombosis based on the acoustic measurement. For this reason, lysis therapy was started again on (B)(6) 2017. Upon its conclusion, there was a normalization of acoustic measurement and drop in hemolysis parameters. The patient was transferred back to the outside facility. There have been no further issues with the vad. The vad remains in use. No patient complications have been reported as a result of this event.